Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2010: the patient was pre-operatively diagnosed with 1) spinal re-operation. 2) spinal disc herniation. 3) spinal disc degeneration. 4) spinal stenosis. 5) spinal instability. 6) status post previous lumbar laminectomy l3 to s1 and underwent the following procedures: 1) laminectomy l2-l3, l3-l4, l4-l5, l5-s1. 2) lumbar discectomy, l4-l5, l5-s1. 3) resection of epidural scar. 4) neurolysis of l5 nerve roots bilaterally. 5) (B)(4) reoperation. 6) use of intraoperative fluoroscopy. 7) fusion, posterolateral l2, l3, l4-l5, and s1 fusion, autograft and bmp. 8) fusion posterior lumbar interbody l4-l5 autograft. 9) fusion posterior lumbar interbody l5-s1 autograft, allograft, and bmp. 10) instrumentation machine tooled bone dowel, l4-l5 posterior lumbar interbody, machine tooled bone dowel l5-s1 posterior lumbar interbody. 11) screws l2, l3, l4-l5, and s1. 12) placement of epidural morphine. As per op-notes,¿ the locally obtained bone was mixed with bmp and placed posterolaterally for fusion at l2, l3, l4, l5 and s1. The interspace was distracted and via the posterior lumbar interbody route large volumes of autograft and bmp was placed into the vertebral space at l4-l5.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.